Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via social media that her cgm reading was 65, and her blood glucose was 104 mg/dl. The customer stated that she has spoken several times with the 24 hour helpline, and this has been an ongoing problem.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend. Customer's blood glucose was 97 mg/dl and sensor glucose was 59 mg/dl. Sensor had also alarmed weak signal alarm, lost sensor alarm. After troubleshooting, customer will not be returning the sensor for analysis.